Event description:
The devices received have been classified as an un-reconciled blind unit. No further information.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact the analysis results found that the hap02 device was received with the iris seal torn. The initiation site appeared to be adjacent to the o-ring and migrated approximately 360º around on the upper inner seal ring, and then it propagated toward the lower seal ring. However, it could not be determined what may have caused this condition. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.